Event description:
Additional information received reported the cause of the premature depletion and high impedance was that ¿one of two puncture leads loosened and fell down from the positioning piece of the current lead.¿ this ¿coincided with the other lead to cause a short circuit or an open circuit.¿ because the patient ¿did not return to the hospital, there was no abnormality and there was no surgical intervention.¿ it was stated that the ¿new stimulator had been re-implanted.¿ the patient¿s ins was noted to have been explanted on (B)(6) 2019. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75 lot# serial# (B)(4) implanted: (B)(6) 2018 product type lead please note the type of reportable event has been updated to "serious injury" at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that their implantable neurostimulator (ins) battery had exhausted prematurely. It was noted the patient had not followed their doctor¿s advice and had refused to go to the hospital or allow the doctor to come for a home visit for follow-up after half a year. It was further noted the patient had always reported their device was in good condition and that they did not want to be disturbed. However, in (B)(6) 2019, the patient reported ¿a limp and numb feeling disappeared¿ and after a home visit with the patient, it was found their ins was ¿out of power and the resistance was as high as 8000 ohms.¿ it was noted the issue ¿should be caused by excessive resistance and exhaustion of power.¿ at the time of report, it was ¿no known displacement of the lead, or the patient had experienced strenuous exercise, or the lead resistance was too large due to edema, hematoma, or tissue fibrosis.¿ it was noted the patient did not cooperate with their examination and had required a new stimulator. It was requested the patient go to the hospital for a further, more comprehensive examination; however, the patient was noted to be extremely uncooperative and did not want to go to the hospital. There were no surgical interventions performed and though it was noted a surgical intervention was planned, no surgical interventions had yet been scheduled at the time of report. There were no further complications reported or anticipated.